Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 469 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to the insulin pump was accidentally cut. However, the motor passed motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection.